Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet resulting in increased mitral regurgitation, requiring intervention. It was reported that, on (B)(6) 2014, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4. The patient had mildly restricted anterior/posterior leaflets and a posterior leaflet cleft. The first mitraclip was successfully implanted on the anterior/posterior leaflet. A second clip delivery system was advanced into the left atrium without issue. Due to echo image quality, there was poor visualization. Per assessment, there was enough tissue for clip implantation and the clip was implanted without issue. Reportedly, the posterior leaflet cleft remained lateral to the second implanted clip. Post-procedure, the mr was reduced to 2. The 2 clips implanted were identified as cds40915u153 and cds40717u101. On (B)(6) 2015, the patient expressed not feeling well and a transthoracic echocardiogram (tte) was performed. Per tte, the second clip had detached from the posterior leaflet and remains on the anterior leaflet, with an mr of 3+. The exact date of single leaflet detachment is unknown. The identification (lot/serial numbers) of the detached clip could not be determined. The patient was hospitalized and another mitraclip procedure was performed. A mitraclip was implanted, without reported issue, and an amplatzer plug was implanted at the cleft, reducing the mr to severity of mild. The patient is in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The 2 clips implanted were identified as cds40915u153 and cds40717u101 and it was unable to identify which device had the single leaflet device attachment, therefore, both lot history records were reviewed. Add'l device info: cds0201, lot: 40915u1, serial: (B)(4), date of manufacture: 09/2014. Expiration date: 09/30/2015; cds0201, lot: 40717u1, serial: (B)(4), date of manufacture: 07/2014, expiration date: 07/31/2015. The device remains in the anatomy; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of both lot history records associated with the initial procedure revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lots did not indicate a manufacturing issue. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that a p2 cleft was noted on the lateral side of the second implanted clip, and mild leaflet restriction was observed. Difficulties were reported with visualization, making the posterior leaflet difficult to see; however, leaflet assessment was able to be confirmed. It is likely that the poor visualization during the procedure and the cleft of the posterior leaflet resulted in suboptimal grasping of the leaflets. Based on the information reviewed, the reported slda appears to be related to procedural conditions and not a product quality deficiency. The patient effects of worsening mitral regurgitation and dyspnea are listed in the mitraclip system electronic instructions for use (IFU) as known possible complications associated with mitraclip procedures. In this case, the dyspnea is most likely secondary to the slda clip resulting in increased mr. There is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated (exact date of occurrence was not known). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.